Event description:
It was reported that multiple error codes occurred and the holster would quit functioning. There were no interruptions in the breast biopsy. No pt consequences reported.

Manufacturer narrative:
Evaluation summary- based upon the inquiry info received visual and functional examination: the unit was found to require the blue cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.